Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were done, but the reported issue could not be duplicated. The most likely cause of the report error was the air detector. The air detector was replaced a review of the service history showed no indication that the complaint was related to any service performed on the device during the review period.

Event description:
It was reported that the device had an air alarm in tubing. There was unknown patient involvement and unknown patient harm/adverse reported.

Manufacturer narrative:
E: phone number extension (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.